Event description:
Mom reports a pump has malfunctioned and is in need of another one. Two pumps are currently checked out, serial numbers are (B)(6), it is unspecified which pump malfunctioned. It is unknown if patient missed a dose or had an interruption in therapy. It is unknown if patient experienced an adverse event due to product issue. Pharmacy replaced device and return boxes have been sent for the malfunctioning device to be returned. Unknown if md is aware. No further information, details, or dates provided.